Manufacturer narrative:
I attach about measurement tests of the same lot-in meter as the malfunctioning meter.

Event description:
When blood glucose values were simultaneously measured using gmate voice and gmate origin, the difference in blood glucose readings between the two devices was more than 40 mg/dl. (The result of gmate origin is measured higher.)